Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple different pump error alarms on their new insulin pump. The customer's blood glucose during the incident was unknown. Troubleshooting was performed. The device alarmed a pump error alarm during self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. Device received power supply test failed during self-test. During self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery. No unexpected pump error alarms noted during testing.